Manufacturer narrative:
(B)(4).

Event description:
It wa reported that the patient presented in atrial fibrillation with depressed heart rate in the 30's. The right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2016. The patient was stable and in good condition post procedure.